Event description:
A report was received that the pt underwent a pocket revision due to a burning sensation at the pocket site. The physician revised the pocket and added lead extensions. The pt was reportedly doing well following the procedure.